Manufacturer narrative:
The device was received for evaluation. During evaluation, the device powered off unexpectedly. A review of the event history log revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be dried liquid residue was observed on the back flex battery contact pin. This contamination is identified as the root cause of the reported issue. The back flex battery contact pin will be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device powered off unexpectedly. No additional information is available.